Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 30-jun-2014 with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "after broaching and trialing, surgeon put the size 8 stem in which matched the broach size. The size 8 stem was put in without resistance and was loose. Surgeon took out by hand and then proceeded to the next size stem, a size 9 that was our final implant".